Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with right plunger case cracked by the top screw and both front lower corners of the top case was cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, power up self-test and occlusion testing were performed. Investigation unable to duplicate the primary audible alarm bgnd test error during occlusion testing. Also, the pump speaker wires were all intact and no physical or any other damage was found on speaker or interconnect board. The pump interconnect board cable connector was glued onto the main board. Service's replaced the pump speaker as preventive measure and performed full pm and all functional tests passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "system failure audio alert". It was reported that there was no patient or clinical injury.